Event description:
It was reported that there was a change in therapy effect around the time when the patient was in the hospital in (B)(6) 2014 due to blood clots in her lungs which required cat scan, x-rays, and other tests. The patient¿s leakage was ¿gradually getting worse.¿ settings were increased numerous times but it would work for a few days and then ¿quit working.¿ the stimulation was either ¿too high or too low.¿ the stimulation was not controlling symptoms as well as it was before. When it was first put in, the patient knew when she had to go to the bathroom. Urgency was back. Follow-up is being conducted to determine cause, actions, and outcome.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0g6fs, implanted: (B)(6) 2014, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
Follow-up from the healthcare provider (hcp) reported that there was 50% or greater symptom reduction. The programmer was involved with the event as the patient was unable to adjust with the patient programmer. The hcp was able to use the patient programmer without issue. The hcp wrote that "local film may have saw lead migration distally;" however, the handwriting was not very clear. The patient's device was interrogated and the hcp checked all of the programs. The cause of the event was determined and was not device related. The patient had follow-up on (B)(6) 2015.